Event description:
On 10-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2261 biceps button was unable to be advanced through the bone canal and became stuck in the tunnel. This was discovered during a procedure with no patient harm. The case was completed with another button which the physician used to remove the button stuck in the tunnel. A delay of two hours was experienced and it is unknown if additional anesthesia was administered. Additional information was provided 15-apr-2026: it was further reported that this was discovered during an elbow/distal biceps procedure and the patient's bone quality was described as good.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.